Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Head error (err head) was displayed during daily equipment check at the hospital (operation check with water circuit). After that, when the power was turned on / off, the alarm disappeared. During the operation check again in continuous operation, "sig" error was displayed just after applying the ultrasonic cream. A head error can lead to a pump stop. In this case was no patient involved. (B)(4).

Manufacturer narrative:
According to the statement of the ssu the service order/report is unavailable. The service engineer performed 4-day running test on the device, but no alarm occurred and he was unable to confirm the recurrence of the error. He checked the connection of the console and the drive, flow measure board as well as other boards, and the connector pin, but no abnormality was found. He cleaned the connector and returned the device to the customer. The failure could not be confirmed. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11 contain detailed descriptions to prevent an ¿error head¿. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint one track#: (B)(4).